Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that an ann nail surgery was performed at an unknown date. Approximately 6 months after the initial surgery, the surgeon found that one proximal screw had migrated out of the proper position. The patient complained of pain and revision surgery was performed to remove the migrated screw. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown proximal humerus (nail) item# unk lot# unk. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.